Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead received inappropriate shock and anti-tachycardia pacing (atp) therapy. This lead was known to have exhibited low out of range pacing impedance. Shock impedance was not affected. The physician said that there were about 12 diverted shock episodes due to electrical storm and noise. An insulation issue was suspected. Due to the inappropriate therapy, the patient was hospitalized and the rv lead was electrically deactivated until the revision procedure could be performed. The revision procedure was performed, and this lead was explanted. A new rv lead was successfully implanted. All measurements were satisfactory with the new lead. No further adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned to boston scientific and is undergoing laboratory analysis. An updated report will be filed when analysis is complete.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection of the lead revealed an area of insulation damage located approximately 28.5-29.5 cm from the terminal pin. Detailed analysis confirmed the insulation was abraded through to the rate/sense coil as well as both the proximal and distal high voltage coils. Additionally, melted metal was noted on both of the shocking coils. Due to the location and type of damage identified (i.e., localized compressive stress), this was mostly likely a result of clavicular/first-rib entrapment.